Event description:
One day after placement of pacemaker, atrial and ventricular leads dislodged. Atrial lead was repositioned with good pace sense thresholds. Ventricular lead migrated and retracted into right ventricle. Right ventricle was perforated, leading to pericardial effusion. Pericardiocentesis performed. Patient recovered without further complications.